Event description:
Customer reported back check valve failed. The nurse saw an unspecified drug in the secondary container flow to the primary IV bag. There was no pt harm. No additional information was available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Product evaluated and customer's experience of back check valve failure was confirmed through functional testing. The sample was sent to the check valve supplier and testing results identified a clear particle located between the housing seal area and the diaphragm, preventing the silicone diaphragm from fully seating. The particle was identified as acrylic. The source of this material was not determined. The cause of the customer's experience was due to a check valve failure. The root cause of the failure could not be determined. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.